Event description:
New information received stated that there was no visible damage noted in pocket and the lead was damaged during the extraction procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise and decrease in low voltage lead impedance on the ra lead were observed. Ra lead damage was also noted during explant procedure. Fluoroscopy did not show externalized conductors on the rv lead. The ra lead was explanted and replaced. The patient was stable before, during and after the procedure.